Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. The complaint device was received and evaluated. Visual observation of the electrode revealed that the insulation on the distal end of the device was damaged. However, the nature of this damage does not appear to be from heat but from gouging from another sharp instrument. There was saline residue in the suction tube. The active tip shows signs of activation however there are no signs of melting due to excessive heat/sparking. The electrode was connected to a vapr vue generator and all correct default settings were made available. The generator was set to maximum power for ablation and coagulation modes and activated in saline successfully indicating that the device was fit for function at the time of use. Review of the device history record indicated that this batch of product was processed without incident; therefore there is no evidence of manufacturing anomalies on the paperwork reviewed. Further, a review into the depuy synthes mitek complaints system revealed no other complaints of any kind for this lot of devices that were released to distribution. This complaint could not be confirmed and the damage to the insulation at the distal end can be attributed to device misuse. At this time, no corrective action is required and no further action is warranted. However, depuy synthes mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field. UDI: (B)(4).

Event description:
The affiliate reported via email apparently no harm or delays to patient. I have no further details at the moment. The product is obviously still in a contaminated state and is bagged up at the hospital while awaiting further instructions. Additional information received via email from the sales rep on 7-5-17: it was a knee arthroscopy. The operating staff and surgeon noticed some 'sparking' from the electrode and removed the electrode from the patient. This was when they noticed the insulation near the tip had melted. Procedure was completed with another electrode. Additional information received via email from the sales rep on 7-19-17: the surgeon was not aware of any fragments of insulation within the knee while performing the arthroscopy and proceeded to give the joint space a 'wash-out' as part of the procedure to flush any debris. No harm came to the patient.